Event description:
A report was received that the patient was admitted to the emergency room due to severe pain. It was discovered that the patient has discitis. The infectious disease physician advised that the patient's system may need to be removed in order to treat the discitis. The implanting physician does not believe the discitis is device related.

Event description:
A report was received that the patient was admitted to the emergency room due to severe pain. It was discovered that the patient has discitis. The infectious disease physician advised that the patient's system may need to be removed in order to treat the discitis. The implanting physician does not believe the discitis is device related.

Manufacturer narrative:
Additional information was received that the patient was explanted and is reportedly doing well. The explanted devices were not returned to bsn as they were discarded by the medical facility. A review of the manufacturing documentation of the explanted devices revealed no anomalies or deviations potentially related to the reported event occurred during manufacturing. A review of the sterilization documentation found them to be satisfactory.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model#:sc-2218-50 (B)(4) description: enh st ld kit,50 cm.